Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind process as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump was exposed to an MRI and alarmed motor error. Advised the customer to revert to back up plan of manual injections. No further information was provided.